Event description:
A locking reconstruction plate broke post-operative and was removed.

Manufacturer narrative:
No investigation could be performed; no conclusion could be drawn as no device was returned.